Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: after the reload fired, the jaws would not open. The reload was cut out of the tissue. A new reload was used to complete the surgery. There was no delay in surgery time over 30 minutes. There was no unanticipated tissue loss or tissue damage. There was no blood loss of over 500cc's, and no reinforcement material used. The patient is now in good condition.